Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a vantive qualified technician. Function checks were completed without error. A simulated treatment was performed on the machine with venous pressure adjustments, and the alarms were within specification for pressures out of range. No machine malfunctions were detected. A service history review was performed and found that the device has been serviced within the last 24 months for a similar issue of leakage. All required service actions were completed in the last service cycle. The reported leak was determined to not be machine related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "venous transducer" became loose and an external blood leak was observed during hemodialysis therapy with an ak 98 machine. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.